Manufacturer narrative:
The lot number and device manufacture date are not available at this time. The solera driver in question is not owned by the site, it was on loan. The medtronic rep reported there was no damage to the driver and that the site would be using a different type of driver in the future. The device has not been returned to the manufacturer for eval.

Event description:
A medtronic rep reported during a navigated spine procedure, that a solera driver insertion screw comes loose after being attached to the driver. This issue occurred prior to placing pedicle screws. The surgery was completed with a non-navigated driver with no impact to pt.